Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) had been beeping about 6 weeks ago and they went to their clinic for a device check. It had been determined that one of the leads in the device was about to break. The beeping went away for a while but has now returned. The lead remains in use. The crt-d remains in use. No patient complications have been reported as a result of this event.